Manufacturer narrative:
(B)(4).

Event description:
An overdose occurred. The dose was decreased from 800 mcg/day to 400 mcg/day following a catheter replacement procedure. This dose rate was noted as still being too much for the pt, so they decreased again to a minimum daily dose rate. Removing system contents from entire infusion system was being considered. Later, on (B)(6) 2011, it was reported that following the replacement surgery, the pt was "near flaccid" and had symptoms of respiratory depression/slowed breathing. No additional interventions were performed other than lowering the pump dose. As of (B)(6) 2011, the pt was "doing fine and on a stable dose." The drug infused was baclofen 2000 mcg/ml.